Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performedsection d4 (serial number) has been updated to unk. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report (B)(4) was deemed to be invalid upon extended investigation.

Event description:
An hcp reported a low readings issue with the adc freestyle libre, stating that a customer's sensor was reading "too low". The customer was at the hospital for 10 days for an infection and the sensor scan results were consistently between 80-90 mg/dl, although the customers blood sugar was measured at 300 mg/dl at the hospital by laboratory result at admission and the customer was diagnosed with hyperglycemia. The sensor scan result of 90 mg/dl and the laboratory result of 300 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. Unspecified treatment was administered for blood sugar stabilization while the customer was in the hospital, and a blood glucose value of 150 mg/dl was received by laboratory result at discharge. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's reported dates of hospitalization from (B)(6) 2019 to (B)(6) 2019. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a low readings issue with the adc freestyle libre, stating that a customer's sensor was reading "too low". The customer was at the hospital for 10 days for an infection and the sensor scan results were consistently between 80-90 mg/dl, although the customers blood sugar was measured at 300 mg/dl at the hospital by laboratory result at admission and the customer was diagnosed with hyperglycemia. The sensor scan result of 90 mg/dl and the laboratory result of 300 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. Unspecified treatment was administered for blood sugar stabilization while the customer was in the hospital, and a blood glucose value of 150 mg/dl was received by laboratory result at discharge. There was no report of death or permanent impairment associated with this event.